Event description:
It was reported the patient presented for surgery. Prior to surgery, it was noted the leadless pacemaker (lp) exhibited progressively higher capture thresholds. The lp was explanted and replaced. The patient was in stable condition before, during, and after the procedure.